Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened button dome switch. The following cosmetic damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, the act button on the insulin pump wasn't responding properly. When she presses it the device goes into reservoir setup menu. Customer's blood glucose was 283 mg/dl. She didn't recall any significant event which may have caused the keypad issues. She was advised to discontinue use of the device, have the customer revert to his backup plan, and the device need to be replaced. She agreed to return the device for further analysis.